Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous high results for 1 patient sample tested for a1c-2 tina-quant hemoglobin a1c gen.2 (a1c-2) on a cobas integra 800. The erroneous results were reported outside of the laboratory. The initial a1c-2 result was 7.9%. This result was reported outside of the laboratory where it was questioned. The sample was repeated and the result was 5.5%. The customer also pulled 10 random patient samples from the same run and "a few" repeated lower on the same analyzer. The customer pulled 5 patient samples that were run prior to the erroneous results that were provided and 5 patient samples that were run after the erroneous results that were provided. The customer also indicated they were going to run an additional 50 patient samples on either side of the erroneous results that had been provided to try and determine when the issue might have started. No actual results were provided by the customer for these additional tests. No adverse event occurred. The a1c-2 reagent lot number was 12556801 with an expiration date of 06/30/2017. The field service engineer (fse) visited the customer site and identified a defective cleaner float switch from the cleaner bottle. The sample system check test failed. The fse replaced sample probes and syringes. The sample system check was re-run and all check test parameters passes. Quality controls (qc) were run and were within the acceptable range. The investigation reviewed the qc data provided by the customer which were within the acceptable range and not in question. The check test performed by the fse verifies the pipetting and fluidic system performance. A defective cleaner float switch can cause there to be no cleaner for reagent probe cleaning (which is essential). Cross-contamination could occur which could cause discrepant results. The investigation agrees with the root cause of the defective cleaner float switch identified by the fse. The customer has had no further issues.